Manufacturer narrative:
Lot 097634: (B)(4) items manufactured and released (B)(6) 2010. No anomalies found related to the issue. To date, no similar event on the same lot has been registered.

Event description:
When the surgeon was broaching for a size 4 stem, the calcar fractured. The surgeon cabled the fracture and used another company's stem and head to complete the surgery. The cause of the fracture may be due to the patient's poor bone quality. The surgery was completed successfully.